Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter. The recurring incontinence may be due to atrophy. The cuff was replaced with a new 3.5cm cuff. The patient should be okay upon reactivation. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.